Manufacturer narrative:
Received one (1) used d1000 tego connector for inspection. Excessive seal tearing was found on the tego. The seal of the tego was collapsed. The probable cause of the torn seal is due to a variation in tego seal material which has a direct impact on the functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The device history review (DHR) was reviewed, and no relevant nonconformities were found that would have led to the reported complaint.

Event description:
The event involved a tego¿ connector where the customer reported that rn was unable to withdraw the pre-hemodialysis. It was noted that after the tego was changed the cvcl line flushed with ease. Evaluation confirmed a tear in the silicone there was patient involvement but harm was not reported as a consequence of this event.